Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 100ml cath tip experienced leakage. The following information was provided by the initial reporter: we have received some comments (we have not yet received any formal complaints) about the v / syringe 3 pieces 100 ml, catheter w / luer adapter, ref. (B)(4). Apparently liquid or less thick feed passes between the plunger and the inner walls of the cylinder. This last customer did not take a picture, nor does he want to file a complaint, but he told us it was in the 2006200 lot.

Manufacturer narrative:
Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 2006200, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 2005201 were used to for additional evaluation. The product was visually inspected, no defects or damage was noted on any of the samples or components. In all cases the product met required specification and no leakages occurred. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to determine a root cause at this time.

Event description:
It was reported that the syringe 100ml cath tip experienced leakage. The following information was provided by the initial reporter: we have received some comments (we have not yet received any formal complaints) about the v / syringe 3 pieces 100 ml, catheter w / luer adapter, (B)(4). Apparently liquid or less thick feed passes between the plunger and the inner walls of the cylinder. This last customer did not take a picture, nor does he want to file a complaint, but he told us it was in the 2006200 lot.